Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a calibration error followed by a change sensor alert. The blood glucose reading was 124 mg/dl. Customer stated that there was no entry of an incorrect blood glucose value and no delayed entry. It was determined that she is calibrating at the appropriate times and frequency. Customer was advised to change the sensor site. Customer stated that she had already thrown out the sensor that had problems. She also reported receiving a bad sensor alert after the second consecutive calibration error. The sensors are not expired. Nothing further was reported.